Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and deflation. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is not an adverse trend for this type of event only inv# (B)(4) in (B)(6) 2024 no additional actions are deemed required at this time. The issues with infection continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. DHR summary review of sterilization and seal strength records related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See (B)(4) sterilization run, inner seal testing, outer seal testing attached. During the DHR review, in the assembly router (B)(4) it was found an incomplete n/a in the release process. This documentation issue did not have any impact during the execution of the operation involved thus it doesn¿t have any effect in the integrity of the implant. Environmental monitoring results for (B)(6) 2019, and bioburden monitoring results for (B)(6) 2019 were reviewed, refer to enviro/micro summary section for more details. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 3339897 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Patient reported right side leaking, infection, and fever. Device remains implanted.